Event description:
The customer recalled for help with her contour meter. She performed control tests during the call and received a result of 205 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.